Manufacturer narrative:
Eval of this event cannot be performed because the device has been discarded.

Event description:
An alta rod was explanted due to infection. No additional info was provided. Additional info has been requested from the user facility and is unobtainable.